Event description:
An incompatibility issue was reported with an abbott diabetes care (adc) application in use with a xiaomi 13 c phone with android version14 operating system and app version 2.11.2. As a result, the customer was unable to monitor glucose with sensor readings and experienced "sweat", "accelerated heart", "hot", and was unable to self-treat. Customer received third-party treatment of "glucagon" (type/dose unspecified) by by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported sensor-related error message. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. However, customer used the incompatible configurations. Therefore, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatibility issue was reported with an abbott diabetes care (adc) application in use with a xiaomi 13 c phone with android version14 operating system. As a result, the customer was unable to monitor glucose with sensor readings and experienced "sweat", "accelerated heart", "hot", and was unable to self-treat. Customer received third-party treatment of "glucagon" (type/dose unspecified) by by a non-healthcare professional. There was no report of death or permanent injury associated with this event.